Manufacturer narrative:
Investigation with customer material: the patient samples (tube 1 and 2) were measured on cobas e 411. The cobas e411 results were: first tube: 11.35 pg/ml (in ng/ml: 0.01135), second tube: 11.75 pg/ml (in ng/ml: 0.01175). One native edta blood sample was spiked with samples from the patient (first and second tube) and was measured with relevant retention material of roche trop t sensitive from lot 28892210, n= three test strips per spiked blood sample. Additional: one native edta blood sample was measured with # 28892210, n= three test strips. The results of all blood samples showed negative, no detection line, only control line appeared (=negative). The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable tropt sensitive results for one patient from an unknown roche analyzer. The patient had symptoms of "breast pain" and went to the doctor several times. The tropt sensitive result was negative. The patient was transferred to the hospital and the troponin t high sensitive results were 0.070 ng/ml and 0.076 ng/ml. The patient stayed in the hospital until (B)(6) 2018. The patient was not harmed or wrongly treated. There was no allegation of an adverse event. Relevant retention material of roche trop t sensitive lot 28892210 were measured with one native edta blood sample and three spiked edta blood samples. The plasma from the edta blood samples were measured on a cobas e411. Results: native blood sample: the results showed negative, no detection line, only control line (=negative). Spiked blood samples: the results showed positive, visible detection line and control line (=positive). Cobas e411 results: native blood sample: <3.00 pg/ml. First spiked blood sample (c=70-90 ng/l): 85.71 pg/ml. Second spiked blood sample (c=70-90 ng/l) :79.29 pg/ml. Third spiked blood sample (c=200 ng/l): 205.3 pg/ml. All results were in accordance with the testing plan.